Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient's gender and date of birth was provided. The patient's weight was unknown, but estimated to be 73 kilograms. Refer to MFR report # 2649622-2020-21820 for the report of this event for the other lead.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative reporting that during the initial implant procedure a faulty device was used in the procedure. When trying to remove the stylets from both leads they would not and seemed stuck. There were no external contributing factors. Troubleshooting was performed and was visually able to see there was an issue with the leads. Standards leads were used instead and there were no issues with the stylets. The issue was resolved. Reference manufacturer report # 2649622-2020-21820.

Manufacturer narrative:
Device analysis for lead va27z5a revealed no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.